Event description:
It was reported that the patient was taken to the hospital after receiving inappropriate therapy when shoveling snow. There was oversensing, high impedance of greater than 2000 ohms, and a lead fracture was suspected. The lead was capped. No patient complications have been reported as a result of this event.